Manufacturer narrative:
The device used in the reported incident has been returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
A pt of unk age and gender presented for an endovenous laser treatment. With the laser fiber connected to the laser generator and the generator engaged, the user noted that the fiber appeared to be fractured and there were several bright spots emitting from the fiber core. The treating physician replaced the device with another new of the same fiber. The procedure was successfully completed without further complications. There was no harm or injury to the pt. The device was set aside to be returned to the manufacturer for evaluation.